Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose / tilted drive support disk. The insulin pump backlight and vibration feature working properly. No display anomalies were noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched lcd window, broken belt clip slot, missing end cap sticker and back address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly and rainbow coloring on the display. The customer also reported frequent battery changes with the insulin pump. Customer's blood glucose was 220 mg/dl. The customer stated the insulin pump began to vibrate and made odd noises. Customer stated they have changed out the battery, but the vibrate anomaly persisted. Troubleshooting found the insulin pump did not vibrate during the vibrate test. The customer also reported the backlight was more dim than usual. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.